Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons in the box had a torn string [device breakage]. Case narrative: consumer reported via e-mail that the tampons had torn strings. No injury reported.